Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the audio bolus button was punctured. It was also reported that the up arrow button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2015 device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: the keypad cover was torn at the up button. All the keypad buttons were present and functioned intermittently. The keypad cover was removed and contamination was present under all the button contacts. The up button contact was damaged and did not spring back up. Unrelated to the original complaint, the battery compartment was cracked and the display was dim, faded, and discolored. Also unrelated to the original complaint, the vibratory alarm of the device was not operational. The pump case was removed and vibration motor failure was found in the device.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.